Event description:
It was reported that a patient presented with non-sustained right ventricular oversensing episodes due to post-sensed t-wave oversensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were reported. There were no patient consequences.